Manufacturer narrative:
The insulin pump passed the displacement test and rewind. No rewind anomaly noted. The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on display window, cracked battery tube threads, scratches on reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on his insulin pump at the time of bolus. His blood glucose was unk at the time of reporting. He was advised to revert to his back up plan. The insulin pump was returned. No add'l info was reported.